Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their blood glucose level was 269mg/dl. The customer's levels had been as high as 591mg/dl. The customer treated with bolus. The customer declined to troubleshoot at this time and would wait for levels to stabilize.